Event description:
It was reported that the patient presented in the emergency room with vegetation and infection at the implanted device pocket site. The vegetation was visualized with transesophageal echocardiography. The pacemaker, right ventricular lead, and atrial lead were explanted due to infection. The patient was stable throughout.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.